Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex 6x40 80cm burst before reaching nominal pressure. There was no reported injury to the patient. The device was properly stored and handled. The device had no issues with balloon or any visible damage upon removal from the package. The balloon was inserted, inflated and failed to reach burst pressure. There was no calcium or tortuously in the vessel. The procedure was a standard fistula stenosis. The stenosis was greater than 50%. The device was not being used to treat a chronic total occlusion (cto). The inflation device was filled with a 50/50 ratio. The non-cordis inflation device had no inflation issues with other devices. No resistance/friction while crossing the rotating hemostatic valve. No difficulty advancing balloon advancing the device to the lesion. No difficulty crossing the lesion was noted. The catheter was never in an acute bend or was never kinked. The balloon catheter was removed in one piece. The procedure was completed with a new non-cordis balloon. The device along with 5 unused/sterile devices will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a powerflex p3 6x40 80cm burst before reaching nominal pressure. There was no reported injury to the patient. The device was properly stored and handled. The device had no issues with balloon or any visible damage upon removal from the package. The balloon was inserted, inflated and failed to reach burst pressure. There was no calcium or tortuously in the vessel. The procedure was a standard fistula stenosis. The stenosis was greater than 50%. The device was not being used to treat a chronic total occlusion (cto). The inflation device was filled with a 50/50 ratio. The non-cordis inflation device had no inflation issues with other devices. No resistance/friction while crossing the rotating hemostatic valve. No difficulty advancing balloon advancing the device to the lesion. No difficulty crossing the lesion was noted. The catheter was never in an acute bend or was never kinked. The balloon catheter was removed in one piece. The procedure was completed with a new non-cordis balloon. One product was returned for analysis. A non-sterile powerflex p3 f5 6 x 4 80 unit was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon was observed burst approximately at the middle area of the balloon. No other anomalies were observed. Per sem analysis, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. Additionally, six sterile powerflex p3 f5 6x4 80 were received for analysis inside another plastic bag. The devices were unpacked to proceed with the product evaluation. Per procedure, a sample is required for the returned sterile units. The sample size was randomly taken and determined to be 3 units per procedure. Per visual analysis, the units were inside their sealed pouch, all the components were positioned on their original places. No other anomalies were observed during the analysis. Per functional analysis, balloon inflation testing was performed on the three sterile selected units. The balloons were inflated successfully to 15 atm (device¿s rated burst pressure) with the inflator device; neither a leakage nor a difficulty was observed while inflating the balloons. A product history record (phr) review of lot 82197005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of the returned device. However, the exact cause cannot be determined. During functional analysis a leakage was noted from the middle area of the balloon. The outer surface balloon material presented evidence of scratch marks adjacent to the rupture which appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Based on the information available, vessel characteristics and procedural factors likely contributed to the event reported. The sterile units returned were analyzed as randomized samples and all three devices passed functional analysis with no anomalies noted. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a powerflex p3 6x40 80cm burst before reaching nominal pressure. There was no reported injury to the patient. The device was properly stored and handled. The device had no issues with balloon or any visible damage upon removal from the package. The balloon was inserted, inflated and failed to reach burst pressure. There was no calcium or tortuously in the vessel. The procedure was a standard fistula stenosis. The stenosis was greater than 50%. The device was not being used to treat a chronic total occlusion (cto). The inflation device was filled with a 50/50 ratio. The non-cordis inflation device had no inflation issues with other devices. No resistance/friction while crossing the rotating hemostatic valve. No difficulty advancing balloon advancing the device to the lesion. No difficulty crossing the lesion was noted. The catheter was never in an acute bend or was never kinked. The balloon catheter was removed in one piece. The procedure was completed with a new non-cordis balloon. The device along with 5 unused/sterile devices will be returned for evaluation.